Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 100 ml/hr. The solution was delivered over 18 hrs instead of 10 hrs as programmed. There was no illness, injury or medical intervention resulting from the event. One pt involved.